Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the intraocular lens (iol) was white and cloudy after the iol was inserted during surgery. The surgery was performed and completed without product replacement. The sample is not available as it still remains in the patients eye. There are two medical device reports associated with this report. This file is 2 of 2. Additional information has been requested.